Event description:
The surgeon inserted a competitor's lens using the sfc-25 fp cartridge. The cartridge cracked when it was inserted into the injector and the trailing haptic caught in the crack causing the lens to pull apart prior to insertion into the eye. No patient injury. The cause of the lens trailing haptic tearing was due to the carcked cartridge. Surgery was completed with another lens.

Manufacturer narrative:
Evaluation: a cartridge lot number search was performed and no similar complaint was found within the search.